Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. During the procedure, components of the tibial sled fell in the patient. Components were removed but it is uncertain if patient retains a foreign body. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to most likely be due to improper surgical technique.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to aseptic loosening. During the procedure, bearings from the tibial sled fell into the patient's wound. The foreign bodies were removed from the patient.